Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided at the time of this report. Based on the lot number provided for which the device history record (DHR) resides (B)(4), the nuevo laredo (B)(4), batch number (B)(4) was obtained. The DHR has been reviewed, and no issues or discrepancies were found which could potentially relate to this complaint. The DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. It is necessary the physical sample in order to perform a proper and thorough investigation. If the sample becomes available this report will be updated with the evaluation results. However, the personnel of the assembly line were notified for awareness.

Event description:
Customer complaint alleges that "once the system is connected to the oxygen, it disconnects at the level of the screw thread, leading to the fall of the device or the impossibility to nebulize." Alleged issue reported as occurred during use. There was no report of patient injury or consequence.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was damage on the thread of the adaptor. The sample was tested on the dual station lift test and general pull and push test procedures with no functional issues. However, during the setup of the oxygen entrainment test it was observed that the assembly of the nut adaptor component and the upper body component was unstable. Even with that condition, the sample was able to be tested on oxygen entrainment testing with no functional issues found. Based on the functional inspection results of the sample received, the complaint is confirmed. Although the condition was observed on the sample provided, there is not sufficient evidence to assure that this issue was originated during the manufacturing assembly or molding process. The damage on the adaptor was most likely caused by the end user during the connection of the adaptor into the flowmeter that causes an unstable connection. Personnel of the assembly line were notified on (B)(6) 2018 for awareness.

Event description:
Customer complaint alleges that "once the system is connected to the oxygen, it disconnects at the level of the screw thread, leading to the fall of the device or the impossibility to nebulize." Alleged issue reported as occurred during use. There was no report of patient injury or consequence.